Event description:
A review of service data detected a reportable event. During servicing, it was discovered that the lcd screen on charger (B)(4) would not illuminate. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: eval of charger (B)(4) has been completed. The power brick connector to the charger is bent. The connector is unable to plug into the charger. The root cause of the damaged connector cannot be positively determined, but is likely caused by excessive force. No adverse event resulted from the intermittent battery charger.